Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was a cut problem with tearing of the tissues. Event occurred before surgery. Device is not damaged or bent. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4, UDI no.: (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that there was a cut problem/tearing of the tissues before surgery. During follow up it was clarified that the device is not damaged or bent, customer thinks that it is a calibration issue. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink. Product review of the meshgraft ii by flextronics on june 3, 2019 revealed that the calibration was out of specifications but produced a passing sample mesh. Repair of the meshgraft ii was performed by flextronics on june 4, 2019 which included recalibration of the device. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that there was an issue with calibration was confirmed since during the product review by flextronics it was noted that the device was outside calibration specifications. However, it was noted that the device produced a passing sample mesh when tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was outside calibration specifications. However, it was noted that the device produced a passing sample mesh when tested. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a cut problem with tearing of the tissues. Event occurred before surgery. Device is not damaged or bent. An additional skin graft was necessary as a result of this issue. No additional adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch has been filed to relay additional information.